Event description:
This lead was capped and replaced due to dislodgement. It had come loose and after several attempts to reposition, physician could not get a good threshold due most likely to tissue interfering with the tip and screw. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.